Event description:
Additional information has been requested and received stating injector underneath lens upon implantation, lens scratched. The lens inserted and removed, and replacement lens was used and procedure was completed on same day with no patient harm. Injector to be thrown away and replaced.

Manufacturer narrative:
Based on additional information received after the initial report, the injector was identified as the suspect device, as its placement underneath the lens during implantation caused the scratch. The injector was discarded and replaced. The intraocular lens is not the suspect and does not meet malfunction reportability criteria. No further reports are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the delivery system faulty/failed / did not advance/load/inject as expected. Procedure completed same day. Additional information has been requested.